Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a power cable disconnected alarm on (B)(6) 2016, and the system controller was exchanged by the patient. On (B)(6) 2016, the new system controller was interrogated, and a pump stoppage alarm was seen on (B)(6) 2016. It was reported that there were no visual issues with any of the cables. The patient was asymptomatic, and it was reported that the patient could have "rolled onto and kinked the driveline". The patient is very active. The patient was discharged with an ungrounded power module patient cable. The patient was explanted for cardiac recovery on (B)(6) 2016. The center reported that the patient was non-compliant while using the pump and driveline, and the pump operated as expected pre-explant. The patient had several psycho-social issues and is living in a treatment center receiving therapy for drug abuse and other issues.

Manufacturer narrative:
The pump was returned with the driveline cut approximately 27 inches from the pump housing and the remainder of the driveline was not returned. Electrical continuity testing of the returned portion of the driveline extending from the pump housing revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, two areas of shield breakdown were observed, adjacent to the nipple of the pump housing and approximately 3-3.5 inches from the pump housing. Visual inspection of the underlying wires under a microscope revealed a small breach in the yellow wire insulation at approximately 3.5 inches from the pump housing, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue due to repetitive movement of the wires and abrasion against the braided shield. If the exposed conductors of the compromised yellow wire contacted the braided shield while the system was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the low speed/pump stoppage events recorded in the system controller log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.